Manufacturer narrative:
Device evaluated by MFR: promus element plus, mr, ous 2.75 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage with struts lifted and pulled proximally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts when stent struts were caught in calcification. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 02-feb-2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via radial artery. The target lesion was located in the tortuous and severely calcified artery. A 2.75x32mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.